Manufacturer narrative:
As reported in a research article, valve-in--valves were performed to replace trifecta valves due to valve deterioration, stenosis, regurgitation, patient prosthesis mismatch and calcification. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3001883144-2021-00096. The article, "bioprosthetic valve fracture: predictors of outcome and follow-up. Results from a multicenter study", was reviewed. This research article is a observational multi-center experience to evaluate outcome and its predictors of bioprosthetic valve fracture (bvf) in patients undergoing valve-in-valve transcatheter aortic valve replacement (viv-tavr). Mitroflow (sorin group USA inc), mosaic and evolut r/pro(medtronic), magna, perimount and sapien 3(edwards lifesciences), epic ,trifecta and portico(abbott), allegra(new valve technology), acurate neo(boston scientific), ce standard and j-valves were associated with the study. The article concluded that bvf is safe and can significantly reduce gradients, which remain stable at follow up. The primary author of the article is christina brinkmann md, mvz department structural heart disease, asklepios st. Georg, (B)(6). The correspondence author of the article is joachim schofer md, phd mvz department structural heart disease, asklepios st. Georg wördemanns weg 25 ¿ 27 22527 (B)(6) with the corresponding email: (B)(6).